Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the reported event, and the procedure was completed by using a wired footswitch. A philips remote service engineer (rse) connected remotely with the customer and confirmed that the wireless foot switch (wfs) charger was defective since it did not provide any output voltage. A new charger for the wfs was ordered and shipped to the customer. No onsite service was performed by philips. Further analysis of the replaced wfs charger was not performed because the replaced component is not available. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the system's instructions for use (IFU), it should be ensured that the battery of the wireless foot switch is fully charged prior to using it. Furthermore, the wired foot switch must always remain connected to the x-ray system and be available for clinical use. If image acquisition cannot be started using the wireless foot switch, the procedure can be continued with the wired foot switch. In this case, the procedure can be completed using the wired foot switch. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wireless footswitch charger was defective, preventing the wireless footswitch from charging, which could impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.